Event description:
The event reported by a customer from USA: "problems with the removable power supply prongs were replaced by a non-detachable prong. The top portion of the prongs separates from the power supply case and left in the outlet after several usages with the pumps; 5 power supply cords were reported to have the problem. No lot number provided since stickers were removed from the cord per hosp policy. Customer asks for a replacement of the 5 power cords and ship it to the facility.

Manufacturer narrative:
(B)(4).